Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 293 mg/dl and a bolus via the pump was delivered to address the bg level. After 24 hours, the bg level lowered to 240 mg/dl. The customer stated that the healthcare provider had changed the type of insulin used from novolog to humalog and the customer thought that her body took more time to respond to the humalog compared to novolog. The customer was to be meeting with a healthcare provider to obtain the novolog insulin.